Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the PMA/510(k) number. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient had revision surgery on (B)(6) 2010 due to hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2006- patient was diagnosed with incisional hernia thereby underwent open repair with implant of ventralex mesh. Per op notes, ¿a transverse incision was made over the old incision and carried into the fascia. The incarcerated incisional hernia was identified and after freeing the surrounding structures the contents were returned to the abdominal cavity. A ventralex mesh was placed and secured with sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair. Per op notes, ¿there was bulge next to the umbilicus was noted, omentum stuck to the undersurface of the previous hernia repair was noted. The previously placed ventralex mesh was observed to be pulled away from the fascia. The omentum was reduced. The fascia and the edge of the mesh was sutured to repair the defect.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. It is alleged that the patient had revision surgery on (B)(6) 2010 due to hernia mesh device. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.